Manufacturer narrative:
(B)(4). Investigation evaluation: the investigation confirmed incorrect cutting wire orientation, visible in the photos provided by the user. The first photo provided showed the distal end of the sphincterotome in the severely bowed position. The second photo provided showed the device in the endoscopic view. The device had been bowed and the cutting wire was oriented in the 3 o'clock direction with respect to the papilla (appropriate orientation is approximately 11:00 - 1:00 o'clock). Without return of the complaint device, a complete investigation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of sphincterotome to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a sphincterotomy, the physician used a tri-tome pc triple lumen sphincterotome. As reported to customer relations: "when opening the material to perform the procedure, the physician found that the sphincterotome triple lumen had a metal rod a little shorter than normal providing a defective camber [incorrect cutting wire orientation] and making it impossible to access the papilla and subsequent canalization." Pictures provided by the facility show that the orientation of the cutting wire is incorrect (subject of this report). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
The following was initially provided on (B)(6) 2018, during a sphincterotomy, the physician used a tri-tome pc triple lumen sphincterotome. As reported to customer relations: "when opening the material to perform the procedure, the physician found that the sphincterotome triple lumen had a metal rod a little shorter than normal providing a defective camber [incorrect cutting wire orientation] and making it impossible to access the papilla and subsequent canalization. Pictures provided by the facility show that the orientation of the cutting wire is incorrect (subject of this report)." Additional information was received on 18-sep-2018: the cutting wire length was shorter, it was 6 cm. The misorientation was noted prior to bowing the distal end of the sphincterotome. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.